Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint "instrument broken." Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip. A piece approximately 0.188" x 0.619" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken. The procedure was completed with no reported injury. On 01/21/2021, intuitive surgical, inc. (Isi) was contacted by the robotics coordinator, and she stated that they were not able to provide any additional details related to the event. This complaint will be classified based on the provided information at this time.